Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. They had been traveling for 2 years and was using manual injection. When they came back they tried to power up the device but it would no turn on. They had the device since 2014. They tried using batteries from 2 years ago and then used new batteries, but the power would still not return. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.